Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on initializing page, which located on 3tn. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that the medication application was already launched without issues, and the customer confirmed that the station was working. The system functioned as intended after the technical support specialist assessed the device.